Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was also reported an allegation that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough with sputum and hoarseness. The patient also alleged visualization of small particles in the hose and mask. There was no report of serious or permanent patient harm or injury. Despite multiple attempts by email to "(B)(6)" on 12/28/2022, 01/04/2023, 01/12/2023, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6, unique identifier (UDI) in section d4 were updated or corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was also reported an allegation that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough with sputum and hoarseness. The patient also alleged visualization of small particles in the hose and mask. The patient also alleged cough with sputum and hoarseness. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed in the blower kit. Additionally, the power connector of the unit is corroded and the unit cannot be powered on in order to be able to collect the error log, machine hours, error code numbers, and software version. The device has been scrapped. Section d8, d9, h3, and h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.